Manufacturer narrative:
The previously reported therapy date: (B)(6) 2018 was incorrect; the correct therapy date is (B)(6) 2018. The reported complaint of the atrial lead could not be fully inserted in the connector was confirmed. The setscrew showed some damage from incorrect attempts to insert the wrench into the setscrew inset. The problem was most likely related to the user of the wrench in the field. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the non pacer dependent patient presented for routine generator change out procedure. When physician attempted to connect the atrial lead with new device, the lead would go all the way in but the set screw could not be tightened down. The lead was tested with a second and third device and the same issue occurred. The lead was successfully reinserted into the explanted generator. Upon another attempt, the physician successfully inserted the lead into the first attempted device and lead parameters were in range. Patient was stable before, during, and after the procedure and will continue to be monitored.